Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the dso sensor seal bubbled. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be confirmed. The air detector was not operating as intended and will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with an error in line alarm. There were no reported adverse events.